Event description:
It was reported that the user experienced recurrent high blood glucose readings with the ilet after meals and disclosed announcing meals 10¿20 minutes after starting to eat; the agent advised announcing immediately before eating to reduce postprandial hyperglycemia. Symptoms included hyperglycemia peaking at 346 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed use error identified as late/ delayed meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was user related.